Manufacturer narrative:
Lot number, manufacturing date, and expiration date were updated after additional information was received. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification reagent kit, us eua (list 09n77-95) lot 507607 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 507607. The CAPA review for abbott realtime sars-cov-2 amplification reagent kit, us eua (list 09n77-95) lot 507607 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification reagent kit, us eua (list 09n77-95) lot 507607 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification reagent kit, us eua (list 09n77-95) lot 507607 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. As lot number is unknown, date of manufacture, and expiration date have been left blank.

Event description:
Customer called to report two realtime sars-cov-2 patient results were determined positive after being tested negative on ID now. One sample was run on each of the customer's two m2000rt instruments. The following chronology applies to both samples: patient samples were collected in vtm and tested on ID now, result negative. In the next 24-48 hours the tubes arrived at the customer's testing facility frozen and requested re-test, due to physician questioning results. The sample from the tube with vtm was aliquoted (700 l) into m2000 processing tube. M2000 result was positive. In the next 24-48 hours the tubes were requested to be returned to the original testing facility and then tested on cepheid. Cepheid result is negative. In the next 24-48 hours the tubes arrived back at the customer's testing facility frozen and requested confirmation of the previous result. M2000 second test is negative two separate results were released from the customer lab. The first positive result and the second, repeated, negative result. The physician questioned the positive result since the patient did not exhibit any signs of having the virus, and therefore, the test was repeated for the second time. The initial negative result was obtained from ID now and the physician wished to confirm the result by pcr test, according to customer's knowledge of the situation. There has been no report of impact to patient management. MDR 3005248192-2020-00079 was submitted for the sample obtained on the other m2000rt instrument.